Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - litigation papers allege the patient suffers from pain, numbness, loss of mobility, infection, and elevated metal ion levels. Doi: (B)(6) 2009 (right hip), dor: (B)(6) 2011. The 2nd of 2 revisions. Resident of (B)(6). Update 8/29/2012 - operative reports were received. The patient's second revision was due to pain and instability. The surgeon noted that a component of his instability was due to his component position/length issues. However, as the cup and stem were well fixed, it was elected to leave them in place and implant a constrained liner. Additionally it was noted that trouble was experienced during insertion of the replacement liners (-4, -5) into the cup. Update rec'd 4/2/2013- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and instability. There was no mention of infection or increased metal ions. The 4th and 5th product's MDR decision are being re-evaluated as the two liners both broke while trying to implant them. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/12/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records and/or a complaint database search was not possible for the liner, head or depuy device as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.